Manufacturer narrative:
E1: initial reporter phone: (B)(4). Device evaluated by manufacturer: the device was returned for analysis. A detailed microscopic examination of the balloon material identified a rupture 2mm proximal from the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Visual examination could not identify any kinks or damages on the hypotube shaft profile and shaft polymer extrusion. No other device issues were identified during returned product analysis.

Event description:
Reportable based on the device analysis completed on 20may2025. It was reported that the device failure to inflate occurred. The 90% stenosed target lesion was located in the left anterior descending artery. A 10mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon could not be dilated. The procedure was completed with the use of another of the same device. No patient complications reported and patient was good post procedure. However, the device analysis revealed that the balloon ruptured.